Manufacturer narrative:
(B)(4). The injection port with the locking connector was returned for evaluation. Per visual inspection, it was observed that the locking connector was returned in the locked position, it was noted that hooks were returned deployed and the actuator ring was in the locked position. Biological debris was observed inside of hooks, actuator ring and connection housing. Over 30 punctures were observed on the septum. A port blockage and leak test was performed on the injection port with a successful result. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted as defined in the instruction for use (IFU). Dimensional measurements were performed on the components returned all values were within specification.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a realize adjustable band, the patient presented with lack of restriction. During the adjustment, there was difficulty withdrawing fluid out of the band. The adjustment was not done under fluoroscopy. During a diagnostic laparoscopy on (B)(6), 2010, the band tubing was observed to be disconnected from the injection port. The locking connector was attached to the port in the locked position. The strain release was missing. The port was replaced. The patient is fine.